Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal banding on an unknown date. During the procedure, the bands were unable to be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Event date unknown. Event date approximated based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.